Manufacturer narrative:
Date rec'd by MFR: 13mar2019. MFR site, device evaluation: correction. The field service engineer (fse) evaluated the device. The fse reported that the panel button responded poorly. The touchscreen assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During servicing of this unit. The service technician found that the alarm silence button and alarm reset button is not working. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.